Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per the clinic, the patient experienced infection around the implant site. The patient was prescribed oral antibiotics (date not reported). As of (B)(6) 2012, the infection was reported to have resolved. The implanted device remains.